Manufacturer narrative:
On 8/25/97, the physician reported by letter that on 8/18/97, the pt was called on the telphone and stated that the symptoms were gone; no more redness, itchiness, or swelling.

Event description:
A pt received her first treatment on 1/17/97 in the glabella, nasolabial folds, and oral commissures. On 2/12/97, the pt presented with erythema and swelling at all treatment sites; exact date of onset unk. The physician diagnosed a hypersensitivity and prescribed hytone cream and oral atarax.